Manufacturer narrative:
Customer cancelled service call. No further reports or service requests from customer.

Event description:
It was reported the monitor will not turn on. No patient injury was reported.